Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer inspected the drawer and found that the latch sensor was intermittently failing to acknowledge the closed condition. All sensor connections were reseated; however, the issue persisted. The engineer installed a replacement latch sensor and tested the drawer extensively, with no further issues noted. Operation was tested in both the application and the hardware test application diagnostics, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 4 keep failing. User tried to recover and reboot but issue persisted. There were no adverse events or injuries reported based on this event.